Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was displaying a "door open message" while the gantry door appeared to be closed. No patient was present.

Manufacturer narrative:
H3: the system was serviced in the field, and the door switch was adjusted. Codes b01, c13, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.